Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a the hemostatic valve was leaking and it appeared there was no valve in the sheath. It was reported that the when the sheath was inserted there was leakage from the patient. There appeared to be no valve in the sheath. It was replaced and the case continued. On 14-mar-2022 additional information was received indicating it appeared that there was no valve present when the dilator was removed from the patient. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces. It is unknown if the hemostatic valve/brim cap/hub became detached from the sheath as the scrub technician did not relay any information regarding the valve prior. It is unknown if air entered the patient¿s body. The sheath was replaced with a percutaneous approach. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost is unknown. The sheath was removed and replaced with a new sheath with an intact valve.

Manufacturer narrative:
Manufacturer's ref #(B)(4) on 22-apr-2022, it was noticed the product received details were inadvertently omitted from the 3500a initial medwatch report. As such, the missed fields have been populated with the appropriate information. The following updates were made: - field d9. Device available for evaluation?, added "yes"; - field d9. Date device returned to manufacturer, added "18-mar-2022"; - field d9. Is device returned to manufacturer? Check marked box; - field h3. Reason for non- evaluation updated from "device evaluation anticipated, but not yet begun" to "other"; - field h10. Additional manufacturer narrative missed the following details: "on 18-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.".

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a the hemostatic valve was leaking and it appeared there was no valve in the sheath. It was reported that the when the sheath was inserted there was leakage from the patient. There appeared to be no valve in the sheath. It was replaced and the case continued. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve and silicone ring were not found inside the device. The hemostatic valve and silicone ring detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. Additionally, the customer provided a picture of the product condition to aid in the investigation. According to the picture provided by the customer, the hemostatic valve and the silicone ring were missing. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).